Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury. No patient injury or harm resulted from this event.

Event description:
Customer reported the ac adapter, used with their leadcare ii analyzer, became warm to the touch while the device was plugged in and on. Subsequently, the analyzer failed to turn on. The ac adapter was connected to a standard wall outlet. Customer confirmed there had been no recent power outages or electrical surges at the location. The warming of the ac adapter was specifically noted at the point of connection to the analyzer. The customer also reported a persistent occurrence of error 102 (self-test error) during use. At the time of the report, the analyzer was no longer able to power on when connected when plugged in. No injuries were reported. There were no signs of smoke, unusual odors, sparks, or fire.